Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized twice the first time because of low blood glucose. Customer blood glucose reading at the time of hospitalization was unknown. Customer stated that her second hospitalization was because of infection at infusion set insertion area. Nothing further was reported.